Event description:
It was reported that an error code on the pt therapy manager (ptm) occurred and read "pump has a motor stall". The pt had the pump telemetried soon after and there was no sign of a motor stall on the pump status screen. The logs were read and a stall and recovery were noted; the pt had an MRI during that time which explained the event. The length of the stall was not reported. It was noted at the time that the pt did not have any symptoms related to the motor stall and the ptm was operating appropriately. The medication being delivered via the device system was not reported. F/u with the physician regarding the event provided that the pt experienced increased pain, nausea, vomiting and weakness and the programmer was replaced. The pt outcome was reported as "non-serious injury/illness".

Manufacturer narrative:
(B) (4)